Manufacturer narrative:
Based on the claim against the product by the customer noting the camera would not shift from up to down and the horizon was off, an investigation is completed to determine the cause of this reported event. Did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and reported failure was confirmed. The endoscope was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The root cause of camera instrument adapter ¿ binding is due to a component failure. Additional observations not reported by site: 1. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located zone a 1/3 near integrated connector of the endoscope cable. 2. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the connector exhibited discoloration. Visual inspection confirmed discoloration of housing. 3. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The complaint regarding camera shifting issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a 30-degree endoscope was not shifting from up to down and the horizon was off. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the camera would not shift from up to down and the horizon was off, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the 30-degree endoscope; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. A review of the site's complaint history revealed that patient identifier 694351 is a related record (30-degree endoscope was causing mirroring movement in a different procedure).